Event description:
It was reported that externalized conductors were observed. Lead replacement was scheduled. No adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.2cm was returned for analysis. External insulation abrasion was noted at 7.3-8.3cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 12.7-15.5cm from the distal tip. Internal insulation abrasion was noted at 7.3-8.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received notes the lead was explanted.